Manufacturer narrative:
The pump was returned to animas and investigation was conducted on (B)(4) 2011. Eval revealed that the pump passed the force sensor calibration test. The pump's history download history indicated several occlusion alarms associated with an unidentified high force. There was no damage found with the force sensor plate; however, the force sensor failed the resistance specification.

Event description:
The force sensor resistance measurement was out of calibration.